Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers and tower doors were not detected on bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers and tower doors were not detected on bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer inspected main drawer; no lights on half height drawer 3 boards. Replaced t board, then both drawer boards and t boards again. Powered up pyxis, updated firmware via hardware test application (hta), and ran final tests on drawers 3.1 and 3.2. Rebooted pyxis assigned drawer in storage space configuration, and inventoried medications in 3. 1 and tested in hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.